Manufacturer narrative:
Follow-up # 2 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings:an additional investigation was made on this pump. A review of the pump¿s history showed no activity outside of normal use, the last basal delivery was on 04/18/2013. The total daily doses added up and correctly reflected the user¿s programmed basal targets. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the pump powered on with a dim display screen. A test screen was installed and displayed normally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under the contrast and down arrow key contacts. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the keypad buttons are not responding as usual, exhibiting delayed or intermittent response for the last couple of months, which is affecting her blood glucose (bg ) levels. Bg on (B)(6) 2013 was 300-425 mg/dl. She has mild to moderate increased frequent urination and increased thirst. Pt gave a bolus (B)(6) at 12:10 p and history shows it was a -0-. Patient adamant that she bolused, but unable to recall the number of units. She gave a bolus by syringe and the bg came down. The patient also reports she has a delayed insulin response which also causes the bg elevations. Per patient , she takes very little insulin. She does not feel the pump is delivering accurately causing the delayed insulin response. Patient denies abnormalities at the site, denies bent cannulas, blood in tubing or cannula, but is unable to recall if issues with bubbles. Rotates sites every 2-3 days as instructed, uses abdomen for insertion site. Patient wants pump replaced. Customer technical support (cts) review of pump history indicates pump is delivering as programmed. Patient confirmed all settings are correct. Bolus history indicates a bolus 0-0 and pt adamant that bolus was given but unable to recall how much. Advised patient to contact health care provider (hcp) to discuss issue with delayed insulin response. Cts advised her to use meter to bolus from, to have an alternate form of insulin delivery if buttons fail all together, and to always check the bolus screen to be sure the bolus was given. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported as the alleged keypad issue was not resolved with troubleshooting.